Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.7, h.6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported a right side rupture and healthcare professional confirmed the event with the addition of "pain". The device remains implanted.